Event description:
The initial reporter stated that a pump melted on the cobas 6000 c (501) module. The customer received incubation bath errors on the analyzer. The field service engineer found that a pump was burned out on the system. The pump showed evidence of overheating and failed due to internal components melting. There were no flames. The pump was discarded.

Manufacturer narrative:
The engineer replaced the failed pump. The investigation determined the service actions resolved the issue.